Event description:
Elderly male with history of right lobe lung nodule. Procedure: right robotic assist thoracoscopic surgery, r middle lobe wedge biopsy. Cardiere forceps placed through the davinci port and 12mm reducer without problems. When surgeon attempted to activate instrument, he noticed that the tips were bent and broken. It was unable to be passed back thru the reducer - instrument manipulated and removed intact. No known harm to patient, delay in procedure. Manufacturer response for robotic cardiere forceps, (brand not provided) (per site reporter): will obtain.